Event description:
Related manufacturer reference number: 3006705815-2022-13644. It was reported that the patient experienced a cerebrospinal fluid (csf) leak during a trial implant period. The trial leads were placed on (B)(6) 2022. The physician suspected a csf leak and entered at a different level. In turn, when the trial leads were pulled on (B)(6) 2022, the patient complained of a headache. The patient was asked to lay in a supine position. No additional information is available at this time.

Manufacturer narrative:
(B)(4)

Event description:
Additional information confirmed the patient underwent a blood patch procedure to resolve this issue.